Event description:
In the operating room, a stopcock with pressure line was connected to intravenous and pulmonary artery catheter. The proximal luer connector cracked allowing fluid/medication/blood to escape. In addition, caused pressure readings to fall. There have been reports of 5 similar occurrences by 2 users in recent past. In addition to the lost medication, the potential for infection exists and clinician was distracted during critical procedure.